Event description:
Same case as MFR#: 2134265-2010-04126. It was reported that during a percutaneous coronary intervention procedure, the balloon catheter became stuck on the guide wire. The 90% stenosed target lesion was located in the moderately tortuous mid left anterior descending (lad) artery. The 182cm choice floppy guide wire was placed in the lesion and a 2.5mm maverick balloon catheter was advanced for dilatation. While exchanging the 2.5mm maverick balloon catheter for a different size maverick, the second maverick became stuck on the guide wire. The physician pulled on the guide wire and it detached, leaving a portion of the guide wire in the lumen of the balloon catheter. The maverick balloon catheter and the remaining portion of the choice floppy guide wire were removed together as a unit. The procedure was completed with different devices. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device is not available for analysis.(B)(4).

Event description:
Per the clinic, the patient was explanted due to facial nerve stimulation and decrease in performance.patient was explanted (B) (6), 2008 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).